Event description:
Report received of a non-delivery of zosyn. The patient was to receive zosyn 4.5 grams every 8 hours in 30ml of an unspecified solution. The pump was set to infuse at 97.5ml/hour every 8 hours over 1 hour with a kvo rate of 0.2 ml/hour and container size of 300ml. The patient had been on this pump for about 1 week and had been changing the bags themselves. Pt would also stop and restart the infusion for showers, etc. The day before the event date at 1032, the patient hung a new container. The next day, the patient noticed that the bag was still full and called the provider agency. The nurse went to the patient's home at about 1630 and noted that the bag was still full. The display indicated that the bag was still full. The display indicated that the bag infused, but the doses for 1700, 0100, and 0900 had not infused. No alarms were reported, and no alarms showed on the history except for instances of low battery, for which the patient changed the batteries right away. The reporter stated that this particular set of batteries was new. The patient uses a fanny pack. No further information was available. There was no reported adverse patient event.